Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number/serial number was not received to perform a DHR review . The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Sus voluntary event report foi for manufacturers (mw5078423) was received on (B)(6) 2018 with the following information: on (B)(6) 2018, the 605152 slide lock tenaculum forceps broke during an unspecified procedure. When removed, it was noted that a small screw was missing. X-ray result was read as positive for foreign body. There is no information provided regarding patient injury, revision or medical intervention and delay in the surgery. Additional information has been requested but no other clinical information has been provided.